Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the obtuse marginal artery. A 2.50x16 synergy ii drug eluting stent was advanced to treat the lesion. However, while the physician was pulling back the stent in a moderately calcified vessel from a previously implanted stent, the stent came off the stent delivery system (sds). The physician tried to retrieve the undeployed stent with the balloon, but was unable to do so. The physician used another synergy stent down, crushed the previous synergy stent against the vessel wall and completed the procedure. No patient complications were reported and the patient's status was fine.